Event description:
Device was defective. Tubing for flush and feeding lines were reversed. Pt should have received 55 ml/hr of enteral feeding solution and 25 ml water each hour. Due to defective device the pt received 55 ml/hr water and 25 ml enteral feeding solution each hour. Feeding began at 0540. Pt was assessed and found to be lethargic, cold and clammy. Pt became hypoglycemic (fsbs 40), due to inadequate amount of feeding solution. There was no illness, injury or medical intervention resulting from the event. One pt involved.